Event description:
Reportability decision changed based on analysis completed on 8/14/2006. It was reported that during a left leg angio with cutting balloon, the pcb 2cm cutting balloon would not inflate a second time in a lesion in the focal superficial femoral artery (sfa). Upon removal, the physician found one of the atherotomes lifted from the balloon. The physician used another cutting balloon to complete the procedure successfully. There were no patient complications. Patient is fine.

Manufacturer narrative:
The analysis confirms one blade/pad I partially lifted on the proximal end of the balloon. The blade that is lifted is fractured. One side of the pad is lifted off the balloon. A leak was noted on the proximal end of the balloon. A blade mark was evident near the leak area. From the additional information received, it was noted that a 6 fr sheath was used for the procedure and information provided by the sales rep indicates that this incident occurred because the balloon was not fully deflated when it was pulled out of the sheath. The dfu states "use only a 2.3mm (7 fr) or larger introducer sheath." From the report it is possible that inflation may have caused balloon-blade contact, which may have caused a hole therefore preventing the second inflation. During removal the balloon may have caught on the small sheath. A DHR review has been carried out on the reported lot# ef0497 where no deviations in relation to this complaint were noted for the batch. There have been no similar complaints noted for this lot. The root cause was determined to be user.